Event description:
It was reported that the right ventricular (rv) lead had low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4524-45 implantable pacing lead 1998 (B)(6); addr01 implantable pulse generator (ipg) 2012 (B)(6). (B)(4).